Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that there was a disconnection between the minicap and transfer set which resulted in a leak. The patient was sleeping and woke up to a wet bed and found "the cap came off the port." There was no report of patient injury or medical intervention associated with this event. No additional information is available.